Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. All vad patients face risks including death as outlined in the labeling. Based on the lack of available information, no conclusion can be made regarding the cause of the death, contributing factors, or the relationship of the event to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device location is unknown.

Event description:
Information was received from the netherlands that the ventricular assist device (vad) coordinator reported that the patient was found deceased at home on (B)(6) 2015. There is no further information concerning the cause of death or the exact time of death. The internal cardiac defibrillator has yet to be analyzed by the site.

Manufacturer narrative:
Transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. All vad patients face risks including death as outlined in the labeling. Based on the lack of available information, no conclusion can be made regarding the cause of the death, contributing factors, or the relationship of the event to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.